Event description:
It was identified that the customer¿s basal programming was not saved. Customer was running high upto 273 mg/dl. Basal setting was at 0. The reason of high blood glucose was not getting any basal insulin .customer was dependent on bolus deliveries. The device will not be returned.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.